Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: the investigation was completed with the returned battery cap. The keypad cover was observed to be thinning and the keypad buttons were difficult to press. The keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under all keypad key contacts. Unrelated to the complaint, the battery compartment was found to be cracked.